Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): medical review. Results: (evaluation result): per medical review: reportedly, micl was explanted approximately two and a half years postoperatively to address development of a cataract. Cataract was removed as well. No reported postoperative sequelae. No further information was received to date despite multiple attempts. It should be noted that at the time of the icl implantation patient was (B)(6) years old and per dfu indications: "the visian icl is indicated for use in adults 21-45 years of age", therefore there is no sufficient safety and effectiveness data to support implantation in such patients. Furthermore, literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors (especially high myopes and older patients). Conclusion: (unable to confirm complaint): based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method (process evaluation): work order search. (Evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The other haptic was found to be cracked, with a piece torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Conclusion - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's eye on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to the development of a cataract. The cataract was removed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Conclusion: (off-label, unapproved, or contraindicated use.) (B)(4).